Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The external drainage system (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the reported complaint could be due to incorrect user technique. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "patient required urgent neurosurgical intervention for cerebrospinal fluid (csf) diversion. The extraventricular drain inserted by neurosurgery. Breakage in line occurs when flushing line. Fever prompted csf collection, which was positive for enterococcus faocalis requiring IV antibiotic initiation, external ventricular drain (evd) replaced duo to infection. Further device failures resulting in system being replaced. Noted that the evd bag was over 3/4 full and required a change. Set up sterile field and began the change by cleaning the connection with chlorhexidine swabs, as per policy, once cleaned and site dry, began unscrewing the connection using two pieces of gauze. Minimal force was used and the connection felt tight, almost stuck, at this point, writer and other registered nurse (rn) viewed the bag and noted that the connection has snapped. (B)(6) and neurosurgery team was notified of this. Neurosurgery was required to change the entire evd set up'. Second evd replacement required due to positive csf collection."